Manufacturer narrative:
Device history report review: a review of the device history record reveals nothing in the manufacturing, inspection or packaging process records that suggests a contributory factor to the complaint. Based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Results: evaluation of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of dry clear surgical residue on lens surface. (B)(4).

Manufacturer narrative:
Per medical review - in spite of three attempts to gather information, there is no information to determine what happened during surgery. It is not known if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. (B)(4).

Manufacturer narrative:
Diopter: 00.00, silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Method:evaluation method: lens work order search. Results:evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: (user error caused or contributed to event): based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aq5010v 00.00 diopter three piece silicone lens. The lens was inserted and removed. No patient injury. Loading error. A supplemental will be submitted when additional information is available.